Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed. A field service engineer assisted the customer to recover the drawer and loaded the medications in pocket. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed. The customer reported that the malfunction occurred when user tried to issue medication to patient and user was unable to remove medication which leads to a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.